Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Explant date: not explanted. This report is for unknown unk - radial stem/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with a radial head prosthesis on (B)(6) 2016. On a follow-up appointment on an unknown date, the surgeon noticed lucency on x-ray around the radial head stem, indicating some loosening of the implant. The patient is asymptomatic at this time, the surgeon will continue to monitor the patient. There has been no decision if or when a revision or removal will take place. There is no reported issue with the radial head. The surgeon noted lucency only around the radial stem. The device is designed to promote bony ingrowth adherence to the device. The surgeon did not notice any bony ingrowth on the radial stem. The surgeon will monitor the patient conservatively with follow up appointments at this time. There are no reports of patient pain. This complaint involves two devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.